Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out the physician could not get the lead out of the header. The lead was successfully removed with force and the pulse generator was explanted. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.